Manufacturer narrative:
A device history record (DHR) review was performed for part # 413.365, lot # 9130799: manufacturing location: (B)(4), manufacturing date: 29.aug.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. This complaint is determined as unconfirmed, as it was possible to remove the screw using a standard screwdriver. The received parts ti lcp distal femur plate 13 holes (part # 422.258, lot # 9747375) and locking screw self-tap (part #413.365, lot # 9130799) were forwarded to the responsible person in the sustaining engineering department for evaluation. Upon visual inspection, it was identified that the returned screw is stuck in the plate as reported, this thus confirming the complaint description. Using a 3.5 mm hex screw driver (314.260) available from the trial sets it was possible to remove the screw, by applying rather high torque and firmly pressing the screw driver head into the screw head recess. Therefore, the reported complaint situation could not be replicated. The threads on the screw and in the plate, are still intact and do not show excessive wear or deformations. The screw head is partially deformed at the top, but still intact close to the bottom of the recess. Therefore, it was still possible to remove the screw by pressing the screw driver tip firmly to the bottom of the head recess, even though the recess was not fully intact anymore. The deformation of the recess close to the top could be a consequence of incomplete engagement of the screw driver tip in the screw head recess. A worn-out screw driver might also have been used leading to the deformation and subsequently dysfunction of the screw. The screw head recess does not show deformations that could have been created by using screw extraction instruments, therefore it is concluded that no screw extraction instruments were used in this case. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. No product fault could be detected. Corrected data: manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that it was difficult to remove the stuck devices. The procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID & dob not available for reporting. Other UDI: unknown lot is unknown. This report is for unknown screw/unknown lot number. Due to the intra-operative events, the device was damage and not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: implants damaged during surgery. There were 15 minutes delay to surgery time. Patient is fine, no patient harm. The screw stuck in the plate and there was no other medical intervention needed. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).